Event description:
Customer reported that one bottle was cracked near the seal. Bottle was never entered into the instrument. Pt sepcimen is negative to afb. No death or serious injury as a result of this event.